Event description:
The complainant reported a patient, race unknown, was taken to the cardiac catheterization laboratory (ccl) for impella placement. Due to a positive stress test, and shortness of breath for the last two months the physician determined coronary artery bypass graft was needed and the ventricle was unloaded prior to the surgery and the patient was implanted with an impella cp. It was reported while on support, the patient experienced access site bleeding, bleeding from the nose and mouth, and bloody urine. The physician did not remove the impella due to the patient being unstable and gave orders for no heparin until the bloody urine and bleeding stopped. The patient was taken back to the operating room for post operative bleeding, additional surgery was performed, and the bleeding was successfully managed. The patient received six units of packed red blood cells. The patient was transferred to another facility and venoarterial extracorporeal membrane oxygenation weaning medication was added and work up being done for transplant or left ventricular assist device. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output . "Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿. Section: hemolysis . ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿. Section: suction . ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿. This report is being filed as part of a retrospective review of historical records.